Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient had a syncopal event while at home lying in bed for an undetermined amount of time. A device interrogation was performed which indicated the patient's heart rate dropped to 30 bpm, well below the programmed lower rate limit of 75 bpm. Boston scientific technical services (ts) was consulted and suggested several troubleshooting techniques. All device functionality has checked out fine, and as the cause for the syncope is not known at this time, the patient will be monitored for now. No additional adverse patient effects have been reported to date.